Event description:
During a redo pvi procedure, the catheter was connected and the catheter and signals were able to be seen on the system. However, contact force was unable to be reset and the tactisys button appeared red. The connections were checked and the tactisys and ampere were both rebooted. The catheter was replaced for a new one. The second tacticath was able to reset contact force, but on the ampere an error was seen stating that the catheter was not connected. The catheter and signals could be seen on the system and contact force was able to be reset. Connections were checked again and the same troubleshooting steps as earlier were taken with no resolution. The catheter was replaced again to resolve the issue with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.